Manufacturer narrative:
Unit passed the self test and displacement test. However, a software error detection alarm found in the pump history due to hardware error, problem isolated to electronic assemblies. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump alarmed software error. The customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting was performed and the device was able to rewind. However, the insulin pump was returned for analysis.